Event description:
A pt undergoing continuous renal replacement therapy (crrt) suffered from a number of serious morbidities (diabetes, pancreatitis, sepsis and multi-organ failure). The anti-coagulant used with the crrt was changed several times during the course of her treatment. It was necessary to change the filter set approximately every 6 hours; sometimes the blood in the circuit was returned to the pt and sometimes not. The pt received several blood transfusions. Although they were likely attributable to the pt's condition and issues with the anti-coagulants, the possibility cannot be dismissed that the transfusions were at least partly the result of the loss of blood in the circuit.